Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The pump had scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not performed. The device was returned for analysis.